Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported experiencing e4 (occlusion) errors with the infusion sets. Patient stated, she was able to clear them by changing to another infusion set. Patient reported there was insulin leaking at the infusion site. Patient stated, she felt the insulin and that is how she knew it was leaking. Patient reported receiving blood glucose readings in the 380 mg/dl range. Patient's normal blood glucose readings are 100-200 mg/dl. Patient stated, she was able to bring the readings down by changing the infusion site and bolusing. Patient reported, she noticed the hole was bigger when she removed the infusion set and the cannula was bent. Patient stated, the bent cannula occurred only with one infusion set. Patient used the insertion assist plus device to insert the infusion set. Patient reported, the infusion set was in for around 30 hours before her blood glucose went up. Patient stated, she experienced the issue more than once. Patient no longer has the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.